Manufacturer narrative:
(B)(4). Summary of investigational findings: placement images demonstrated no significant tilt or immediate perforation. However, follow-up CT scan (517 days post implant) demonstrated interval development of perforation of the ivc wall by the primary filter legs (two grade 2, one grade 3, and one grade 1 interaction). The primary filter leg demonstrating grade 3 interaction abuts a vertebral body. The complaint report does not state any symptoms related to the perforations. Imaging also shows an increase of anterior filter ¿ this tilt is insignificant by definition, however it is a notable change compared to the placement images. It is suspected that the grade 3 interaction and the filter tilt are related. Furthermore, the imaging showed the filter hook abutting the ivc wall; however the filter was captured without difficulties. The root cause for the reported perforation cannot be determined. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Filter tilt may happen during placement or during implanting period. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: at the index procedure on (B)(6) 2015 the patient received a gunther tulip filter. The inferior vena cava (ivc) diameter at the intended filter location was 18.6 mm. There was no ivc anatomic anomaly or presence of thrombus noted in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a gunther tulip filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was <6 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram reported an ivc anatomic anomaly of high insertion of left iliac vein with no thrombus present in the ivc. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 19.1 mm. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 1.3 degrees in the ap view. There was no extravasation of contrast but filter legs did appear outside the column of contrast after filter placement. On (B)(6) 2015 (day of procedure), the patient was discharged. On (B)(6) 2016 (517 days post-procedure), a CT scan was performed, per site review there was a grade 1 filter leg interaction with the ivc wall. Patient outcome: pt remains in the study.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-tulip. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: at the index procedure on (B)(6) 2015 the patient received a gunther tulip filter. The inferior vena cava (ivc) diameter at the intended filter location was 18.6 mm. There was no ivc anatomic anomaly or presence of thrombus noted in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a gunther tulip filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was <6 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram reported an ivc anatomic anomaly of high insertion of left iliac vein with no thrombus present in the ivc. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 19.1 mm. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 1.3 degrees in the ap view. There was no extravasation of contrast but filter legs did appear outside the column of contrast after filter placement. On (B)(6) 2015 (day of procedure), the patient was discharged. On (B)(6) 2016 (517 days post-procedure), a CT scan was performed, per site review there was a grade 1 filter leg interaction with the ivc wall. Patient outcome: pt remains in the study.